Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The customer advised that the new main board did not resolve the speaker malfunction issue. A gfe was performed, and the service engineer advised that the monitor worked with the old main board and with the new main board after device identification and software update. The service engineer advised that the monitor was updated to software version a.01.16(104) and language was updated. The device was operational after updating the software version and device identification.